Manufacturer narrative:
The actual unit was requested for evaluation. Should the sample become available for evaluaiton, a follow up report will be submitted upon completion of testing. This is not an isolated incident. Review of the complaint history reveals other reports have been received for this product code for the reported issue.

Event description:
International complaint received from another country. Customer reports during patient use the male connector separted from tubing. Customer reports no injury or medical intervention. No additional information is available.